Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed. It was noted after five hours (5) aeration the image returned but the focus was not working as intended and scope connector and control body exhibited signs corrosion. Furthermore, the inspection found the following: leaking from top switch unit, and biopsy channel are leaking, the control knob was observed with too much play, the objective and light guide lenses are chipped. There was also moisture on the distal sheath, distal sheath adhesive was observed cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported to olympus their evis exera ii ultrasonic bronchofibervideoscope did not display an image. The event occurred during an unspecified diagnostic procedure. There is no reports of death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Upon inspection of the returned device the reported event was not confirmed. The distal end of the device was scratched, and the bending section cover is excessively stretched. It was also noted the bending section distal end is separated, and the adhesive is peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported no image was unable to be duplicated. Olympus will continue to monitor field performance for this device.